Event description:
A customer called and reported to baxter corporate product surveillance an intravia empty container in which a leak was observed. According to the report, the facility filled the bag with fentanyl citrate, bupivacaine, and sodium chloride and sent it off to an end user facility. By the time the bag reached the facility, the medication spilled out as the seam at the top of the bag was not sealed. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary:the actual sample was returned. However, the sample was incomplete as only half of the sample was received. During visual inspection of the seam on the bag, it was confirmed that part of the seam was "open". However, the root cause could not be idnetified.